Event description:
Information received indicated that a mitral valve replacement was performed due to central regurgitaion. Two torn leaflets and congestive heart failure were noted. The valve was replaced without reported complications to the patient.

Manufacturer narrative:
H3 analysis: gross analysis of the product shows that the central regurgitation was due to tears and tissue deterioration in the right cusp that is associated with mineralization. Glistening off-white pannus is attached to the stent cloth and extends to the margins of attachment of two leaflets. Radiography shows moderate mineralization in two commissures and in the right cusp muscle shelf. Conclusion: the exact cause of the event cannot be determined, but the patient's condition contributed to the device degradation.